Manufacturer narrative:
The aquabeam handpiece was not returned for investigation. Three (3) good faith efforts were made to retrieve the device and log files without success. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) and aquabeam handpiece/serial number (B)(6) were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. C, um, aquabeam robotic system, us, baytech was reviewed. Table 5: system detected errors and faults. E05 ¿ console error. Release foot pedal and replace handpiece. Then turn off and turn on console. The root cause of the reported event was unable to be determined as the device was not returned for evaluation and the treatment log files were not made available. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an ¿e05 ¿ console error.¿ despite multiple troubleshooting attempts, the errors persisted and could not be cleared. A new handpiece was then used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.